Manufacturer narrative:
The t:slim user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10¿15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off due to insufficient battery power. Reportedly, the customer did not charge the pump, and let the pump battery fully deplete. Tandem technical support guided the customer through reloading the cartridge onto the pump. Customer had elevated blood glucose (bg) levels (316 mg/dl). Customer delivered a bolus to address elevated bg levels. In addition, it was reported that the customer did not change the cartridge and allowed the cartridge to run out of insulin. Customer did not change the cartridge for an extended period of time. Customer's bg levels elevated to 500 mg/dl. Customer delivered a bolus to address elevated bg levels.